Event description:
It was reported that, "patient knee was unstable. Therefore, surgeon removed the primary baseplate and put in a universal baseplate with ts insert."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.